Event description:
It was reported that the patient alert tone was triggered and the observation is "charge circuit inactive". The healthcare professional stated that all alerts are off as the implantable cardioverter defibrillator (ICD) has been at elective replacement indicator (eri) for some time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 6949-58, defib lead implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient alert tone was triggered and the observation is "charge circuit inactive". The healthcare professional stated that all alerts are off as the implantable cardioverter defibrillator (ICD) has been at elective replacement indicator (eri) for some time. It was also reported that a right ventricular (rv) lead fracture was suspected. The device and lead remain in use. No patient complications have been reported as a result of this event. It was further reported that the patient received inappropriate therapy due to noise on the rv lead. High impedance and a confirmed fracture were also noted. The rv lead was capped and replaced. Additionally, the device was explant and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additionally, the device was explant and replaced.